Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in-clinic, an elevated capture threshold was observed. X-ray images revealed the atrial and ventricular leads had been implanted on the wrong side of the heart. The leads were explanted and replaced. The patient was stable before, during, and after the procedure.